Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2 reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative later reported right side capsular contracture, baker grade IV. The event of rupture was confirmed not to have occurred and will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Patient reported unknown side rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported unknown side rupture and capsular contracture baker grade unknown. Later, healthcare professional reported right side "significant deformation" of the right breast and "significant pain" due to capsular contracture baker grade IV. Healthcare professional reported right side capsular contracture baker grade IV. Device explanted and nor replaced.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6a; d6b; h6